Manufacturer narrative:
Method: the complaint airvo 2 humidifier was received at our fisher & paykel healthcare (f&p) regional office in (B)(4), and was inspected by a trained f&p technician. The device was performance tested, and the audible alarm function was checked. The device was then disposed of. Results: during testing it was found that the audible alarm did not function. Previous investigations into this type of failure have identified that problem is caused by a faulty speaker, and electrical resistance testing has shown speaker's resistance to be open circuit. Conclusion: as part of our ongoing product improvement initiatives, a new speaker unit has been sourced from a different supplier. Airvo 2 humidifier user manual states that , "airvo 2 is for treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases," and that " unit is not intended for life support." User manual warns user: prior to each patient use, ensure that auditory alarm signal is audible by conducting alarm system functionality check described in alarms section. Alarm system functionality check instructs user on how to test alarm, and states that, "if either alarm signal is absent, do not use unit. Contact your fisher & paykel healthcare representative."

Event description:
A distributor in (B)(6) reported that the audibe alarm of a pt101 airvo 2 humidifier was not working. There was no reported patient involvement.